Event description:
It was reported by the customer's wife that the customer had a button error alarm on the insulin pump. Customer was sleeping when the alarm occurred. Customer had low blood sugars and treated for it. Customer was covered in sweat. Insulin pump will need to be replaced. Customer was advised to revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.